Event description:
Steris was advised by (B)(6) that a clinic employee using a system 1 processor was treated for breathing difficulty after exposure to sterilant use dilution that leaked from the processor during a processing cycle. This employee and others cleaned up the spill with towels. The employee has a history of allergies and reported experiencing breathing difficulties. She received a breathing treatment in the facility's emergency room, returned to work and did not require further medical treatment. The other employees who helped clean up the spill reported eye irritation and lightheadedness. They went outside for fresh air and did not need medical treatment.

Manufacturer narrative:
A steris service technician replaced the inflatable seal on the lid of the unit. No further problems have been reported with the unit since the repair. According to the clinic, all employees have been trained on the use of system 1, including the procedures and precautions contained in the system 1 operator manual for cleaning up spilled sterilant use dilution. These instruction requires the use of appropriate personal protective equipment (ppe) and recommended increasing ventilation to the area to lessen the odor of peracetic acid. The employee(s) did not use ppe or increase ventilation to the area before or during clean-up of the spill. Sterilant use dilution is a diluted mixture of steris 20 sterilant concentrate including the active ingredient peracetic acid. The use dilution has a neutral ph, is non-toxic by oral and dermal administration and has no corrosive effects on skin, although dermal irritation may occur in sensitive individuals upon repeated exposure. The system 1 operator manual and material safety data sheet provided with each shipment of sterilant, instruct operators on the proper precautions and practices to be employed when cleaning up spilled use dilution. Steris recommended scheduling additional in-service training to the clinic staff provided by steris corporation.